Manufacturer narrative:
The complaint investigation regarding falsely elevated result for alinity I stat high sensitive troponin- I reagent lot number 45695ud00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket and trending review did not identify any trends regarding the associated product. Device history record review did not identify potential non-conformances, non-conformances or deviations associated with lot number 45695ud00 and complaint issue. A labeling review determined product labeling provides adequate information regarding the customer issue. Ticket search by lot 45695ud00 did show an increase in complaint activity, however further evaluation with field data review and in-house testing was performed. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. Review shows that the median patient results for lot 45695ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house testing of retained lot 45695ud00 showed that all specifications were met, indicating that the performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin- I reagent lot number 45695ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I occurred on (B)(6) 2023 for a 66 year old female patient and provided the following data (customer normal range for female: 15.6 pg/ml or lower): sample ID e37t403r0: initial result was 64.70 (positive), repeat results were 0.9 (negative) and 1.1 (negative). Additional lab data provided: ck-mb was 1.40 ng/ml (reference value of 0-4 ng/ml was being used.) There was no reported impact to patient management.

Manufacturer narrative:
D10 concomitant product - this section has been corrected to contain a concomitant product.